Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional on behalf of the consumer stated that during the 3 week follow up, on fluorescent staining a minor lesion on the corneal epithelium was noticed in the consumer eye. Medical intervention was sought for the lesion on the corneal epithelium. The status of the consumer¿s eye is unknown. Additional information has been requested but not yet received at the time of this report. A health care professional reported multiple events seen in consumers wearing total 30 contact lenses. This report is specific to one consumer who was reported to have a minor lesion on the corneal epithelium. Follow-up information was received from the initial reporter on 21sep2023; however, the information was either generalized or could not be directly associated to the consumer affected (no identifiers were provided). The generalized information received indicated that the initial reporter was seeing punctate corneal surface changes and discomfort with the use of the complaint product. Requests for clarification on the information pertaining specific complaint have been made.